Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient presented with a fractured screw (iunihg). The distributor confirmed that the fractured screw portion remains in the implant and will be removed in the future. The implant is undamaged and still functional.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection with a mating restoration. The screw was fractured at the top of the threaded region. The drive feature is stripped. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there was one (1) additional related complaint for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. Alleged event was confirmed following inspection. A singular root cause could not be identified.